Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Physician injected the product in the lips and patient had a severe reaction: swelling, bruising, lumps and disfigurement at the injection site. Patient was treated with 2 steroid injections and was given prescriptions for antibiotics and allergy medications as well. The patient may need to return to the office to receive hyaluronidase injections to minimize the lumps on the patient's lips.